Manufacturer narrative:
The product was electrically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and an unknown duration of pacing inhibition. The patient was noted to be intermittently pacemaker dependent. Boston scientific technical services (ts) discussed the age of the lead and troubleshooting options. An invasive procedure was performed. The patient was noted to be occluded, so the associated pacemaker was programmed to prevent therapy delivery and another manufacturer's leadless pacemaker was implanted. No additional adverse patient effects were reported.